Event description:
Patient reported that blood glucose was tested, on a paramedic's device, with a result of 41 mg/dl. Patient's blood glucose was reportedly retested using the suspect device, 2 minutes later, with a result of 103 mg/dl. Based on the value of 41 mg/dl, the patient was given fruit juice and sandwiches. Based on the suspect device's memory, patient's blood glucose had not been tested for 2 days prior to the hypoglycemic event. Quality control testing had not been performed on the suspect device. Technical support requested the return of the suspect product and replacement product was shipped.